Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy, the doctor fired the stapler, with unknown green reload and no buttressing material and the knife blade got stuck mid-fire. The doctor used the reverse button, squeezed the firing handle, and saw the zero in the top window, but the end effector wouldn't open. Tried to push the firing handle forward and the firing handle broke off. The doctor proceeded to cut around the tissue to remove the stapler. It was not reported how the procedure was completed. There were no patient consequences reported.